Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the issue was related to product design, construction/design false, defective. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the craniotome device was broken and torn off. It was further determined that the attachment and the roll pins had fallen apart. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: h6: device evaluation update: reliability engineering performed additional investigation on the device. A visual and functional assessment was performed which found that the nose tube was separated from the nose cone. During repair it was observed that the pins were broken, resulting in the device to come apart. It was determined that the issue was consistent with mishandling, causing the pins to break and the device to come apart. The assignable root cause was determined to be due to user error, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.